Event description:
It was reported via clinic notes received that the patient was referred for vns replacement surgery. The notes indicated that the patient's condition may have been worsened due to the reduction of vns settings to preserve battery life. The clinic notes noted that the settings were adjusted at the most recent clinic visit to improve efficacy and to preserve battery. The patient underwent generator replacement surgery. The explanted product has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
Vns generator product analysis was completed. The allegation of increased seizures could not be evaluated in the product analysis, or pa, lab. However, proper functionality of the device was verified. With the generator placed in a simulated body temperature environment, the generator was programmed to the as received settings and monitored for more than 24 hours. No signs of variation were observed and the device provided the expected level of output. The battery measured 2.824 v at the completion of the fet, indicating an intensified follow-up indicator, or ifi, = no condition. Diagnostics were as expected. There were no performance or other adverse conditions found with the generator.